Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number 3005168196-2020-00369.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lp, pod packing coil lp, and non-penumbra microcatheter. During the procedure, a ruby coil lp was stuck and would not advance at all within its introducer sheath and, therefore, the ruby coil lp was removed. It was also reported that the physician attempted to advance the same ruby coil lp on the back table, but the coil would not advance within the introducer sheath. The physician then attempted to advance a pod packing coil lp into the microcatheter; however, the same issue occurred, and the coil would not advance at all within its introducer sheath. Therefore, the pod packing coil lp was removed. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.